Event description:
An olympus representative reported on behalf of the customer that when using an ezdilate balloon dilator, the white tip on the end "blew off" inside the patient. The piece was retrieved but the dilatation portion of the procedure was unable to be performed. The procedure was completed but the therapeutic portion will be rescheduled for a later date. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the tip of the device was confirmed to be broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, although the tip was confirmed to be broken, the root cause could not be determined. This supplemental report includes an update to d9 and h3 from the initial medwatch. Also, additional information has been added to h4. Olympus will continue to monitor field performance for this device.